Event description:
It was initially reported this patient was undergoing treatment when the ceramic tip of the injection gold probe detached and was retrieved from the patient wtih a snare. The procedure was successfully completed with another device. There were no reported patient complications. The engineering evaluation determined the tip with the needle guide tube detached. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was detached from the catheter. The outer diameter of the tip transition step and inner and outer diameters of the catheter were found to be within drawing specifications. The evaluation also indicated evidence of adhesive was observed. A lot search was performed and there were no other complaints to date for this lot number. Manufacturer believes user technique and/or patient anatomy may have contributed to this event. However manufacturer is unable to determine the relationship between the device and the cause for this event.